Event description:
It was reported that during pulsed field ablation, after post mapping, multiple device exchanges were performed. The physician went back with a farawave catheter and then eventually go up with radiofrequency (rf) catheter and during each exchange there were 1 to 2 bubbles traveling up the sheath. The physician kept having to draw back and aspirate until no bubbles were visible. After the 3rd exchange the sheath was replaced and the procedure was completed with another faradrive sheath. No patient complications occurred. The product is not expected to return as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.